Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced suspected peritonitis on an unreported date. The cause, laboratory details, hospitalization details, treatment, patient outcome and action taken with pd therapy were not reported. No additional information was available.

Manufacturer narrative:
Additional information: b2, b3, b5, b6, b7, d10, e1, h6 and h11. B5: upon follow up, it was reported that the cause of the peritonitis was a breach in aseptic technique. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent and abdominal pain. The day after event onset, the patient was hospitalized due to peritonitis and cloudy pd effluent and treated with heparin injection (5000 iu, three times a day, intraperitoneal, discontinued on an unknown date) and vancomycin injection (1gm, every 5 days, intraperitoneal, discontinued on an unknown date). On an unknown date, the patient was discharged from the hospital and recovered from the events. Pd therapy was ongoing. It was reported that the patient was retrained on proper aseptic technique two days from event onset. No additional information is available. H11: this report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic techniques when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.